Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter =3.6 inr, reference = 2.6 inr, mean = 3.10, confidence limits = 1.8 - 4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. As of (B)(4) 2011, no product is expected to return nor strip lot info provided. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was expected to be returned. Strip lot info was not provided by the caller. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows." Date: (B)(6) 2011, inratio: 3.6, lab: 2.6. Pt's target inr is 2.5 - 3.5. Customer states meter has correlated well in the past, but has recently started running high. Her doctor has been adjusting her coumadin dose based on the meter readings.